Event description:
It was reported that during a right hemicolectomy procedure while the patient was still in surgery. It was reported that the device did not fire as it should, there had been a little movement then stopped firing. They were having difficulty removing the device from the vessel. The users had already tried using the manual override switch before calling. The call centre was contacted and instructed or on how to knife reverse, check the battery pack for secure install and power, knife reverse again, manual override lever back and forth until no movement. Caller then pulled triggers and jaw opened. The caller was informed the device should no longer be used and to save device for return.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60w cartridge reload partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. It should be noted that to open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The bailout door was properly re-installed and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attempted to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override worked as intended.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.